Manufacturer narrative:
The reported event of unable to untighten the atrial setscrew to remove the lead was confirmed. Analysis revealed that calcified blood was filling the inset of the setscrew. The calcified blood was preventing the wrench from engaging the setscrew inset needed to untighten the setscrew. Wrenches cannot penetrate the calcified blood. The wrench will only strip portions of the inset it comes in contact with. The calcified blood was removed from the setscrew insets in the lab. Then, a wrench could be inserted to engage the setscrew to untighten it. The stuck lead could then be removed from the atrial connector. The blood came through holes punched through the septum by the user of the torque wrench at time of implant.

Event description:
During an unrelated procedure, the set screw of the device was unable to be loosened and the right atrial (ra) lead was unable to be removed from the device header. The ra lead was cut from the device and a medical adhesive was used on the ra lead, but a loss of capture was observed. As a result, both the device and ra lead were replaced and the new device was programmed into vvi mode. Upon investigation, blood was observed to be in the set screw of the device and in the ra lead. Insulation damage of the ra lead was alleged but was unable to be confirmed. The patient was stable and will continue to be monitored.